Event description:
A surgery center reported that a intraocular lens (iol)was removed after it was inserted due to questionable capsular integrity. The surgeon decided to insert an anterior chamber lens. The incision was enlarged for the removal of the iol and placement of the anterior chamber lens. The initial iol was not thought to be defective. Event was not due to a user/handling error. No patient injury reported.

Manufacturer narrative:
(B)(4). Used for incision enlarged.all pertinent information available to amo has been submitted.